Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the down arrow button was difficult to elicit a response for two to three months. The patient reportedly wore the pump in an undergarment and did not clean the pump. This report is made based on the allegation of the down arrow button response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the contrast keypad button was responsive. The ok, up arrow and down arrow keypad button had intermittent response. The contrast, down arrow and ok keypad buttons had poor tactile spring back or click. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. The up arrow button contact was noted to be misaligned. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.